Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The event as reported is not considered to be FDA reportable, however this medwatch report is being filed in response to the user facility medwatch report #(B)(4). On medwatch report #(B)(4), it was noted by the user facility that the device is available for evaluation. After several attempts to retrieve the device accessclosure, inc. Has not been able to retrieve the device.

Event description:
The following information was reported to aci via user facility medwatch report #(B)(4): "per physician who was scrubbed into the case and held manual pressure, after the balloon on the mynxgrip closure device was inflated in the femoral artery, the sheath was pulled back, and blood return was tested. When the mynxgrip was advanced, the plug was noticed outside the body at the groin site. The mynxgrip failed to deploy successfully. The device was removed and manual pressure was applied for 20 minutes. Hemostasis was achieved in the right artery. No bleeding, oozing or hematoma noted at the site. Sterile dressing was applied. The patient was transferred in stable condition."